Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from her insulin pump. The customer stated that she changed her infusion set, battery and insulin and received readings of high blood glucose. The customer stated that she went to the hospital, tried to change everything out, prime and bolus; however, the high blood glucose readings would not go down. Customer was advised to that she would need a new pump per health care provider.